Event description:
The customer reported to olympus that intermittently during the manual cleaning process, the cleaning brush would come out of the scope with a very pink color from the evis exera iii colonovideoscope. The customer brushed the device until the color cleared up. The device was sent for bioburden testing and was negative. There was no patient harm or impact associated with the reported event. This case is related to patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of a detergent named valsure. The suggested event is preventable by following the instructions for use which state: - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.